Manufacturer narrative:
The device was returned, without the stent, for analysis. The reported device dislodged/dislocated and the reported leak were able to be confirmed. The reported irregular appearance was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that inadvertent mishandling during unpackaging, sheath/stylet removal and/or during preparation for use resulted in compromising the stent and balloon material thus resulting in the reported irregular appearance (stent looked a little expanded); and thus resulting in the reported dislodgement as the device was tested by slightly inflating it and the reported leak/noted pinhole rupture; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.d4- serial number.

Manufacturer narrative:
The device was received. Investigation is not yet completed. A follow up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that during device preparation, the xience sierra drug eluting stent (des) looked a little expanded. The device was tested by slightly inflating it, which confirmed that the stent was loose on the balloon. Further testing on the stent noted a leak inside the balloon. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.